Manufacturer narrative:
B3: unknown; no information has been provided to date. One sample and one picture were received evaluation. A particle was detected in the picture provided. Visual inspection of the sample also detected a particle. The failure mode was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a piece of hair in the cassette. The product fault occurred while compounding in the IV room. There was no patient involvement.